Event description:
It was reported that the asymptomatic and non pacemaker dependent patient presented in clinic for follow-up. Upon interrogation, the right ventricular lead exhibited high capture thresholds. The lead was capped and replaced successfully on (B)(6) 2017. The patient was doing well.